Manufacturer narrative:
Concomitant products: product ID 37082, serial # unknown, product type extension. (B)(4).

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient¿s implantable neurostimulator was ¿totally stopped¿ and displayed an elective replacement indicator (eri) message seven days after implant. It was stated ¿premature¿ battery depletion had occurred. Impedance testing found electrodes 4 and 5 had low impedances of less than 50 ohms each. It was noted the patient¿s programs were set to use electrodes 0, 1, 2, 3, 6, and 7 at the time of the impedance testing. It was further noted the stimulation through electrodes 0, 1, 2, and 3 was set to 5.3 volts and electrodes 6 and 7 were set to 0 volts. It was reported the patient had experienced abnormal movement and ¿spasms¿ of their head since four days prior to report. It was noted this event required hospitalization and the ins would be replaced three days after initial report. It was stated the patient was ¿alive with injury¿ at the time of initial report. Additional information stated that during the implant procedure, the patient¿s impedances were ¿good.¿ it was reported that during the patient¿s first four days following implant ¿everything was ok¿ and the patient¿s ¿pain was relieved.¿ it was stated that ¿then the patient felt an electric discharge when going in his car.¿ it was then reported the patient reported to the hospital where the low impedances were found and the patient¿s ins was at eri, eight days after implant. It was stated the patient also experienced a ¿movement disorder at the neck level even after the dead of the stim.¿ additional information stated the patient¿s implantable neurostimulator (ins) and extension were explanted. It was reported that as part of the event there was ¿probable a problem with¿ the patient¿s extension. The exact meaning of this statement was unclear as of two weeks after initial report. Further information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) and extension found ¿normal impedances¿ on ¿all circuits and electrode pair combinations¿ when tested with two known good leads in a 0.9% saline solution. It was noted that both devices were found to have no anomaly. Analysis of the returned plug also found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information stated that after the patient¿s ins was replaced the ¿patient felt good with no more injury¿ at the time of follow-up. Additional information noted the lead-extension connection ¿was not on the neck.¿ it was reported the patient¿s physician thought ¿the movement of the neck was not due to the stimulation.¿